Event description:
I used fixodent from approx 2001 until present. While I was using fixodent, I began experiencing numbness and tingling in my extremities. On (B)(6) 2010, I was diagnosed with neuropathy. Blood tests taken at that time showed I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: 4 daily. Route: oral. Dates of use: 2001- (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.